Manufacturer narrative:
The automated impella controller device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The is one of two devices associated with the event. Refer to the initial medical device report for the impella cp device sn (B)(6) with date of event 26-feb-2025 and patient identifier ending in (B)(6).

Event description:
The complainant reported the automated impella controller was supporting a patient with an acute myocardial infarction/cardiogenic shock who was implanted with an impella cp device for mechanical circulatory support (mcs) when the pump stopped. Following the implant, flow saturation and high purge pressure were observed. The pump subsequently stopped while components were being gathered for troubleshooting, replacement. The pump was removed and a new impella cp device was implanted for continuation of therapy. The patient was reported to be in stable condition following the event.